Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. T was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this pacemaker was found to be in safety mode when interrogated prior to generator upgrade procedure. It was noted that the physician believed that safety mode occurred due to a battery impedance increase. This pacemaker was explanted during scheduled upgrade procedure and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for full investigation. Later, this device was received by boston scientific and full investigation was performed.

Event description:
It was reported that this pacemaker was found to be in safety mode when interrogated prior to generator upgrade procedure. It was noted that the physician believed that safety mode occurred due to a battery impedance increase. This pacemaker was explanted during scheduled upgrade procedure and replaced with a cardiac resynchronization therapy defibrillator (crt-d). No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for full investigation.